Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a coronary diagnosis procedure, which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed a malfunction of the flexvision pc. Upon inspection, fse found faults in the battery of the flex vision pc. The philips engineer replaced the battery on the flexvision pc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not starting. No harm was reported to philips. As per the field service engineer, the battery of the flexvision pc was faulty. The field service engineer inspected the system onsite and replaced the battery of the flexvision pc. The device was returned to use in good working order after the faulty battery was replaced.